Event description:
It was reported that during a lap cholecystectomy, an error code occurred as soon as the device was plugged in. The handpiece was replaced and the case was completed without any pt consequence.